Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the explant resolved the burning. The patient was unsure what circumstances led to the burning in her body. No further patient symptoms or complications reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the device was not taking away her pain and she had burning in her body. Therefore the patient had the device removed. The patient went to the health care professional (hcp) office twice and met with the manufacturing representative (rep) for reprogramming. The patient said they did an MRI and determined that everything looked still intact on the device. No further patient symptoms or complications were reported in this event.